Event description:
It was reported that during the device replacement procedure for this pacemaker device, the right ventricular (rv) lead threshold increased and both rv and this right atrial (ra) lead exhibited noise with pacing inhibition. This issue occurred three times and lasted for 4 to 5 seconds. The ra lead was removed and placed back, which made the noise go away. Technical services (ts) stated that the noise could be due to electromagnetic interference (emi). This device remains in service. No adverse patient effects were reported.